Event description:
Pump infusion stopped itself, screen states " new patient, yes/no?" Levophed gtt was supposed to be infusing so bp (blood pressure) and map (mean arterial pressure) went low and bedside monitor alarmed. The pump was restarted, and it happened a 2nd time, so it was pulled out of service and a maintenance tag was filled out.